Event description:
Event description guidant received information that during transtelephonic monitoring (ttm) of this pacemaker, asynchronous pacing at a rate of 100 was observed. Additionally, artifact was observed and the patient's heart rate decreased to 30 bpm. Following the rate decrease, asynchronous pacing resumed at a rate 100. No adverse patient effects were reported during the rate decrease. The patient was brought in for evaluation and normal device function was observed. However, the decision was made to explant the pacemaker as it had been identified to be associated with a failure mode that could compromise therapy. A new pacemaker was implanted without further incident.